Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported the patient experienced a dural puncture. It was noted the patient was a large man and the hcp felt this may have attributed to the dural puncture. During the procedure, the hcp requested and used a longer needle. The hcp tried to access the epidural space from the other side and decided to abort procedure due to the patients discomfort. The patient was given fluids and laid flat for at least an hour post procedure. It was stated that the issue was resolved at the time of the report and the patient was doing fine. The patients medical history was low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.